Event description:
Rptr noted pt had phaco surgery with pc iol on 3/28/00 for right eye senile cataract; endophthalmitis noted four days post-op. Cultured staph, epidermidis. Pt sent to retinal specialist, had vitrectomy and intraocular antibiotics. Follow-up on 4/26/00: va is 20/60 and gradually improving; media clearing. Prognosis listed as good.